Event description:
Customer is using the 8mm - 31 gauge needles and some of them, he claims are bent. They are fine when he opens them but when he tries to inject the insulin, then he isn't getting any medication. He has been using these since july without any incident, so they are implying that there's something wrong with the needle. They're trying to say that when he is trying to insert the needle in his skin, then that's when the needle bends and he is not able to inject. They are using his stomach and there is no scarring that may make it difficult to insert or cause bending. This has happed to about 3-4 times and they have about 90 left in the box. It does prime before inserting needle into skin. Apparently the needle is not penetrating the skin at all and just bends. They feel that perhaps the needle isn't sharp enough.